Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was as high as 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual injection. Customer changed out their set three times and rotated the site to three different areas. Customer advised the cannula was not bent and it was straight all three times. Customer was advised to change out their entire set, reservoir, insulin and to treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the act button due to a flattened dome switch. No damage to the keypad traces or keypad connector on the lcd board. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.